Event description:
During a regular follow-up on (B)(6) 2013, when the battery curve was checked, unusual curve and scale for this year axis were displayed. No other issue was observed.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.